Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2qf0f serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient fall in (B)(6) 2023, x-ray confirmed the lead migration, and the device was replaced.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they had a fall in (B)(6) 2023. A pelvic x-ray confirmed that there was a lead migration, 1-2 mm, back pain down leg (resolved and deuce off) exhausted all program issues. This was not caused by normal battery depletion. The ins replacement occurred on (B)(6) 2023. It was reported that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# (B)(6) serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller mentioned replacement of ins device. Caller stated that the patient fell on their butt and something got messed up with the implant. Caller stated something with the implant was not responding or working very well so the healthcare provider put in a new unit and new leads. Troubleshooting was not required. Agent documented reported event.